Event description:
Same case as MDR ID # 2134265-2013-01673, 2134265-2013-01674. It was reported that during an intravascular ultrasound (ivus) procedure, motor drive failed to pullback. The physician placed an atlantis sr pro diagnostic catheter in the lesion and attempted pullback; however, the motor drive did not pull back. No patient complications were reported.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID # 2134265-2013-01673, 2134265-2013-01674. It was reported that during an intravascular ultrasound (ivus) procedure, motor drive failed to pullback. The physician placed an atlantis sr pro diagnostic catheter in the lesion and attempted pullback; however, the motor drive did not pull back. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer:the device was returned for analysis. The unit was received in good condition with no visible damage or defects observed. The problem could be reproduced as indicated in the original complaint. The unit failed intermittently due to failure of the pullback assembly. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is wear and tear. (B)(4).